Manufacturer narrative:
As reported, the patient was treated with a trapease inferior vena cava (ivc) filter. Per the medical records, history includes pulmonary embolism (pe) in the right lung. The filter was deployed at the lumbar 3 and 4 vertebrae. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury, damage, to the patient including, but not limited to pulmonary embolism, deep vein thrombosis, and caval occlusion. Per the patient profile from (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc. The patient also reports chest pain, depression, leg pain, and mental anguish. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
An amended patient profile form (ppf) was received which states that in addition to the previously reported events, the patient also experienced tilting of the filter. The patient became aware of these reported events approximately five years and five months after the index procedure.

Manufacturer narrative:
As reported a patient was treated with a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused pulmonary embolism, deep vein thrombosis, and caval occlusion. The patient reported becoming aware of blood clots, clotting, and/or occlusion of the ivc approximately five years and five months post implant. The patient also reported chest and leg pain and anxiety related to the filter. According to the medical record the patient had a history of pulmonary embolism in the right lower lobe of the lung. The filter was placed via the right femoral vein and deployed at the lumbar 3 and 4 vertebrae. The patient tolerated the procedure well. The patient subsequently reported becoming aware of filter tilt approximately five years and five months post implant. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting and occlusion of the ivc, filter or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the reported events five years and four months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and/or occlusion of the ivc. The patient also reports chest pain, depression, leg pain, and mental anguish. The following additional information received per the medical records state that the patient has a medical history of pulmonary embolism in the right lower lobe of the lung. During the implant procedure, the right femoral vein was accessed. The filter was deployed at the lumbar 3 and 4 vertebrae. The patient tolerated the procedure well.

Manufacturer narrative:
Please note that device reported is an trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. Please note that the contact in section e is not a medical professional but a more accurate choice is not available. It was reported that a patient was treated with a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused pulmonary embolism, deep vein thrombosis (dvt), and caval occlusion. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting, and occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Ivc filters are not indicated for use in the prevention of dvt. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient was treated with a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient including, but not limited to pulmonary embolism, deep vein thrombosis, and caval occlusion. As a direct and proximate result, patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.